Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 22.2 cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip and shaft is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.50mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed hypotube break.